Manufacturer narrative:
Concomitant medical products: d154vwc ICD, implanted: (B)(6) 2009.

Event description:
It was reported that there was environmental stress cracking on the outer insulation of the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.